Manufacturer narrative:
Fluent disposable was received. Visual inspection was performed and the outflow protective cartridge was missing only the tubes and the barb were present. Any functional testing could not be executed with the out-flopak. Hence the complaint couldn't be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H6 : investigation findings : appropriate term not available : suggested code : insufficient information to determine cause.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. A nce was opened in (B)(6) 2020 related to the lubrication, leak test and reconciliation of a package was different , a containment meeting was performed and nonconforming material was identified and segregated and moved to mrb. A nonconformance was evaluated to determine level of impact and material disposition was determinate as revwork after mrb approval. A nonconformance summary report was created. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) during a fluent procedure, the outflow-pack broke into pieces, no patient injury was reported. No staff injury reported. No other information is available.